Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently not accept a cartridge, and the touch screen was intermittently not responsive. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.